Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was above 40 mg/dl and below 400 mg/dl, 291 mg/dl, 186 mg/dl. The customer was treated with pump. Customer declined to perform high blood glucose. The customer was advised after waiting up to 3 hours to turn on auto mode and enter blood glucose. The customer was advised if issue persists to call back for further assistance. The insulin pump will not be returned for analysis.